Manufacturer narrative:
(B)(4). Batch # j5j834. The analysis results showed that one ecr60d cartridge reload was received. The reload was received fully fired and with damage on cartridge deck. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occurs. In order to verify the condition of the internal components of the reload it was disassembled and no anomalies were noted. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the device was fired. The tissue was completely out of the jaws. The staples were deployed and no transection was made. A new reload was used to complete the procedure. There were no adverse consequences for the patient.